Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the cartridge was leaking from the septum. Customer resumed insulin delivery with the current cartridge. Customer's blood glucose level was 143 mg/dl,

Event description:
It was reported that the cartridge was leaking from the septum. Customer resumed insulin delivery with the current cartridge. Customer's blood glucose level was 143 mg/dl. Voluntary medwatch received by tandem on 9/12/2023: fiiling t-slim x2 3 ml cartridge. Normal amount of pressure. Insulin back-squirted into my eyes, twice from same box. Had to go to ER(emergency room). Glucose dropped 50 points in 30 minutes. Did glucose rescue on way to hospital.

Manufacturer narrative:
Updates to b1, b2, b5, h1, h6.